Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the reported event, but did not receive any add'l detailed info. The device referenced in this report was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined, however, user technique could not be ruled out as a contributory factor. The device instruction manual warns users "do not force the distal end of the insertion portion against body cavity tissue. This could result in perforation, bleeding, or mucous membrane damage. Do not force to insert the instrument if resistance to insertion is encountered. Reduce the angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. The use of excessive force causes pt injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument." This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure with biliary stone extraction was being performed using the subject device (multi 3vp balloon); the user was reportedly pulling very forcefully on the catheter portion of the balloon to retrieve the stones from the bile duct. On approx the 6th pass the user again forcefully pulled on the catheter. The guidewire port where the tube 1 and tube 2 meet at the pin was torn. The balloon did not break but fell out of the duct and into the duodenum. The balloon catheter was retrieved from the pt using an unspecified mode of snare. The procedure was said to have been completed using a boston scientific balloon. There was no pt injury reported.